Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 66 and blood glucose was 219 mg/dl which caused basal to be suspended. After troubleshooting, customer was advised to try suggestions and to monitor sensor glucose performance. No further info provided.